Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. The incident documented within this MDR was originally submitted under MFR report number 1627487-2014-26957. This report is being submitted as an initial per regulatory agency request.

Event description:
It was reported(mexico) the patient is not receiving effective therapy from her dbs system. Reprogramming was unable to resolve the issue.